Event description:
This case was reported by a consumer and described the occurrence of tingling hands feet in a (B)(6) male patient who received super poligrip original denture adhesive cream formulation (B)(4)for approximately five years for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip at once daily (dental). In five years since starting super poligrip, the patient experienced intermittent tingling hands feet, intermittent numbness of hands and feet and intermittent inability to move arms and legs. The patient reported that he had also experienced bladder dysfunction, constipation, bumps on his neck and bumps on his arms. These bumps would move around. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).